Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and a hypotube break. The hypotube break was approximately 256 mm from the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. After crossing a non-bsc guide wire and pre-dilating with a 3x18 non-bsc balloon, a 3.50x28mm synergy drug-eluting stent was advanced but failed to cross due to calcification. After several attempts, it was noted that the shaft was broken and was removed by simply pulling out. The procedure was completed by deploying a 3.5x28mm promus element plus stent and post-dilated with a 4.0x18 non-bsc balloon. Final angiogram revealed good results with timi3 flow and no residual stenosis. No patient complications were reported and the patient's status was stable.